Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded. An error icon was not found within the investigation window. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).